Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. An imaging eval reported: aortic diameter just distal to the lowest renal artery 23.2 mm. Aortic diameter 15mm distal to the lowest renal artery 28.8 mm. Maximum aneurismal diameters 6.8 cm x 8.0 cm. There appears to be contrast along the right posterior wall of the aorta at the level of the trunk-ipsi. The origin of the contrast cannot be determined with available images. There appears to be contrast within multiple lumbar arteries. There also appears to be contrast within the distal portion of the ima. There does not appear to be contrast pooling within the aneurismal sac.

Event description:
In 2006, the pt surgically treated for an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On an unk date, a CT showed an unspecified endoleak (gore aware late 2008). Ten days later, the pt underwent a reintervention and a gore excluder aaa endoprosthesis aortic extender component was implanted. This device resolved the discrete proximal type I endoleak which was identified. The pt tolerated the procedure.